Manufacturer narrative:
Product complaint #:(B)(4). If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. Investigation summary: device associated with this report was received for examination. After analysis it can't be determine any device related problem. Depuy synthes considers the investigation closed at this time. Should additional information be received, the information will be reviewed, and the investigation may be re-opened as necessary.

Event description:
Patient went to the doctor with knee pain after 6 years of knee revision. When the doctor revised x-ray saw the bolt free in the knee. She decided to do a new revision knee. Yesterday the femoral adapter appeared broken into the patient.